Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 9/15/2020. Investigation conclusion four 20019e7d samples were received for investigation with residual fluid present in the line; four opened 20019e7d packages were received to assist the investigation; two from lot 20075232 and two from lot 20036260. A visual inspection of the samples did not identify signs of damage or manufacturing defects which could have contributed to the customer's experience. The samples were subjected to functional testing by connecting each smartsite to a 50 ml bd plastipak syringe from stock and flushing with fluid; the smartsite of two samples appeared to be occluded during first attempts to flush, however no further occlusions were observed following disconnection and reconnection of the syringe. No further occlusions were noted during testing of the remaining samples. The details of this feedback were forwarded to the manufacturing site for investigation. A definitive root cause for the observed blockage could not be determined, no obvious manufacturing defects were observed which could have contributed to the occlusion. A review of the production records for lots 20075232 and 20036260 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although a definitive root cause could not be determined, the manufacturing site have raised a request for corrective and preventative actions in order to further investigate a potential root cause for the observed occlusion as well as to identify any subsequent improvement actions. CAPA cid1998036 has been created to study the root cause of smartsite occlusions upon first connection attempts and determine a suitable corrective action. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 20019e7d set in the past 12 months.

Event description:
It was reported that 4 y ext w/vlv ports & 2 sld clp were clogged/blocked/occluded. The following information was provided by the initial reporter: inability to flush the extension set despite the no clamp on. Several complaints occuring, only 4 samples collected.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20075232, medical device expiration date: 07/03/2023, device manufacture date: 07/03/2020, medical device lot #: 20036260, medical device expiration date: 03/19/2023, device manufacture date: 03/19/2020.

Event description:
It was reported that 4 y ext w/vlv ports & 2 sld clp were clogged/blocked/occluded. The following information was provided by the initial reporter: inability to flush the extension set despite the no clamp on. Several complaints occuring, only 4 samples collected.